Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, unexpected refractive outcome. Lens was explanted in a secondary procedure. Company toric lens with unspecified diopter was replaced with company non toric lens approximately three months after initial procedure. There was no further impact to the patient.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens was subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the initially provided lot/serial number was for the replacement lens. The complaint lens lot/serial number information was not provided. There was an unexpected refractive outcome with a company toric. The company toric ( cylinder and diopter unknown) lens was removed and replaced with a company non-toric 23.0 diopter lens. Due to the exchange of a company toric lens for a company non-toric lens, this may suggest that the company non-toric lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).